Event description:
Consumer states leg on back left broke as she was tying to get on it and she fell and hurt her leg. States looks like it broke right under screw.

Manufacturer narrative:
(B)(4). The left rear leg of the commode broke causing the end user to fall and hurt her leg (bruising). The end user went to the hospital to were a x-rays and cat scans were performed.